Manufacturer narrative:
D4: serial #=na

Event description:
It was reported that during a breast biopsy, the top of the marker broke off. No piece of the broken marker was inside the patient. Completed the case with another device and with no patient consequence.